Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, service history review, power on self test, and visual inspection were performed. The f-22 alarm issue was identified during the event history log review and power on self test. The cause of the condition was determined to be out of specification between cn851-1 and cn852-1 or between cn851-3 and cn851-2. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-22 (malfunction in frequency converter circuitry for occlusion detection: p20 of master cpu remains) alarm. This occurred before use. There was no patient involvement. No additional information is available.